Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that ambicor penile prosthesis (app) had device performance issues. No troubleshooting resolved the issue. All components were explanted and a new app was implanted. No patient complications related to device.